Event description:
Customer called to report that the creatinine module of the unicel dxc 800 synchron system generated several erroneously high patient results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and found that the reaction cup and reagent pump required replacement. The fse replaced the reaction cup and the reagent pump, then cleaned the modular chemistry (mc) valves to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue was resolved when the field service engineer replaced the reaction cup and the reagent pump. Customer has not called back to report any further issues relating to this event. (B)(4).